Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon chose variable angle (va) mode for the surgery. The surgeon inserted the 2.7mm cort. Screw in the proximal hole. He then inserted the va locking screw in the distal hole. Reportedly the surgeon continued to rotate the driver; however, he did not feel the screw locked in the distal row, most ulna side. He inserted the other two screws in the other distal holes and the 2.7mm cort. Screw in the proximal hole. The surgeon locked the screws and he confirmed torque through the distal row, most ulna hole. It was reported the surgeon tried to insert the same length va screw in the distal row, most ulna hole, but the screw torque through. The surgeon then changed the procedure from va to fix mode. Reportedly the surgeon inserted the 2.4mm va locking screw and the screw could not be locked in the distal row, most ulna hole. He wanted to insert a 2.4mm cort. Screw, so the surgeon removed the va screw and inserted the 2.4mm cort. Screw. The surgeon inserted one of two screw and torque through the distal row, second ulna hole by va mode. As a result, he was able to lock the screw. It was reported the surgeon used the torque limiter 0.8nm in lock. The plate and one of the two screws that torque through are implanted in the patient. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.